Event description:
During a follow-up on (B)(6) 2017, an increase of the continuity on svc coil was detected since (B)(6) 2017. The svc coil was programmed to off during the follow-up. The lead volta 2cr65 was explanted and replaced by a volta 1cr, and taking advantage of the intervention, the subject device was replaced also by a platinium dr. There is no suspicion of malfunction of the subject device by the physician. The physician noticed damage on the explanted lead (volta 2cr65), which will be returned for analysis. The subject device was discarded.

Event description:
During a follow-up on (B)(6) 2017, an increase of the continuity on svc coil was detected since (B)(6) 2017. The svc coil was programmed to off during the follow-up. The lead volta 2cr65 was explanted and replaced by a volta 1cr, and taking advantage of the intervention, the subject device was replaced also by a platinum dr. There is no suspicion of malfunction of the subject device by the physician. The physician noticed damage on the explanted lead (volta 2cr65), which will be returned for analysis. The subject device was discarded.

Manufacturer narrative:
Preliminary analysis revealed a lead issue.

Event description:
During a follow-up on (B)(6) 2017, an increase of the continuity on svc coil was detected since (B)(6) 2017. The svc coil was programmed to off during the follow-up. The lead volta 2cr65 was explanted and replaced by a volta 1cr, and taking advantage of the intervention, the subject device was replaced also by a platinum dr. There is no suspicion of malfunction of the subject device by the physician. The physician noticed damage on the explanted lead (volta 2cr65), which will be returned for analysis. The subject device was discarded.